Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was in the range of 500 mg/dl, however the insulin pump kept showing 200 mg/dl. The customer also reported that she received sensor updating or sensor glucose not available alert and calibration not accepted alert. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.